Manufacturer narrative:
The valve was returned crimped on the delivery system that had been inserted through the sheath. The crimp valve was aligned on the inflation balloon.  The returned devices were visually inspected for any abnormalities and the following observations were made: two (2) struts bent outwardly at the inflow side of valve. Post-expanded valve: two (2) struts slightly bent between c2 and c3. Valve frame was slightly distorted/canted. Leaflets were wrinkled and dehydrate due to storage condition (prolong crimping) during the return handling process. All struts remained exposed through skirt, normal after crimp and use.   Review of procedural imagery/photographs was performed, and the following was observed: 3mensio imagery shows that the patient¿s access vessels had presence of tortuosity and calcification. Device-related photos post procedure revealed that the crimped valve was exposed through sheath liner tear.   During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaint for frame damaged during use was confirmed based on the return product, but no potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies.   As reported, ¿there was slightly more force than normal. As the valve left the sheath and the team was beginning to perform valve alignment, it was noticed on fluoroscopy that there was a stent strut sticking out of the valve.¿ additionally, patient had calcification and tortuous access vessel per imagery review. The presence of tortuosity can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can lead to the valve struts catching within the sheath shaft, and result in the observed bent struts. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that procedural factors (excessive device manipulation) and/or patient factors (tortuosity/ calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Although no labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment, and CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a sales rep that two sapien 3 ultra valves were used, (one used, one wasted) during a transfemoral tavr case. Through follow-up it was learned that the 26mm valve and delivery system were introduced with slightly more force than normal. As the valve left the sheath and the team was beginning to perform valve alignment, it was noticed on fluoroscopy that there was a stent strut sticking out of the valve. It was decided to remove the entire system. There was some difficulty removing the valve as the stent strut appeared to get caught on the sheath. The sheath was noted to be ¿split¿. The team was finally able to remove the delivery system, valve, and sheath as a unit. A new 14fr esheath and new delivery system/valve were introduced. The 26mm valve was successfully deployed with no issues. There was no injury and there were no negative patient outcomes.